Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 30-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results obtained of 202, 133. 180 and 173 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-120 mg/dl. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/16/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).